Event description:
Complainant alleged that the staff was attempting to treat a 34 yr old female pt in severe trauma after falling off a jet ski. They allege that the staff attempted to defibrillate the pt three times by charging the device t0 360 joules, but the device would not discharge. The screen did not display any error messages. The staff alleges that they changed the paddles on the device, but they still were unable to discharge the device. The staff was able to obtain another device to defibrillate the pt. The pt subsequently expired, but the clinicians felt that the alleged "failure of the device did not compromise pt care as the pt was in a very bad state of start."